Manufacturer narrative:
To date, the attempted device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. As received, the atrial ring setscrew was slightly extended into lead barrel. The setscrews were retracted in preparation for testing. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Inspection of the lead barrels noted no foreign material was present. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Additionally, a test lead was successfully inserted into each port. Analysis confirmed this device had normal telemetry operations, as well as normal pacing and sensing functions. A review of the device's memory revealed that a rate fault reset was stored in the reset counter. Laboratory testing has shown that the auto lead detect feature can cause a rate fault reset to occur, due to the max tracking rate protection not being initialized. This type of reset occurs prior to lead attachment. Once a lead is detected, the auto lead detect feature will be disabled, allowing the max tracking rate protection to be initialized, preventing the rate fault resets from occurring. This behavior does not have any impact on the therapy provided to the patient as it only occurs prior to lead attachment.

Event description:
Boston scientific received information that duirng the device changeout procedure, after this new pacemaker was inserted, the competitor atrial lead could not be fully inserted into the device header. Multiple attempts were made to insert the lead; however, lead insertion was not possible. The device was removed and replaced. The competitor leads were successfully connected with the new device and the procedure completed. The attempted device was returned for analysis. No adverse patient effects reported.